Event description:
It was reported that approx. 30 months after the implant, during a follow-up oversensing in ventricular channel was noted.

Manufacturer narrative:
The impedance of this lead increased quickly and it was outside of the correct parameters. After interrogation of the explanted device, inappropriate shocks related to noise in the ICD lead were detected. The physician explanted both the device and lead. The lead and the ICD were returned for analysis. The memory content as well as the therapeutic functionality of the ICD were thoroughly analyzed. During analysis of the available iegms the occurrence of noise was observed in the far-field as well as the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. The device data further documented a ventricular shock impedance of greater than 150 ohms since (B)(6) 2019. However, a thorough analysis of the ICD, especially of the impedance measurement and sensing functions, proved the device to be fully functional. The returned lead was visually analyzed showing multiple signs of wear. In particular in the distal region, the insulation was found rubbed through. This damage can be considered as the root cause for the observed oversensing with shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the conductor cable to the rv shock coil was found broken. This damage most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Manufacturer narrative:
The impedance of this lead increased quickly and it was outside of the correct parameters. After interrogation of the explanted device, inappropriate shocks related to noise in the ICD lead were detected. The physician explanted both the device and lead. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available freeze iegm episodes showed artifacts on the right ventricular channel leading to oversensing. The provided x-ray images were inspected. Based on these images no damages of the lead could be identified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available freeze iegm episodes showed artifacts on the right ventricular channel leading to oversensing. The provided x-ray images were inspected. Based on these images no damages of the lead could be identified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.